Event description:
Facility paramedics connected the device to a pt determined to have asystolic rhythm. Reportedly, when the device was set to administer pacing therapy to the pt, the pt ECG was displayed as dashed lines. Pacing therapy was continued and pt capture was observed. The pt was not resuscitated. The reporter indicated pt outcome was not affected by the discrepancy, due to continued device use and lack of pt viability.